Manufacturer narrative:
(B)(4). The returned tri-lock bps sz 2 std offset (product code 101204020, lot number 484160) and the tri-lock bps broach sz 2 (product code 201203020, lot number pg2153726) were forwarded to commercialized product development for evaluation ((B)(4)). Based on the information available, the exact cause of the complaint could not be identified, therefore, attributing this to user error. Based on the root cause of suspected user error, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Stem sat proud 1 cm.